Event description:
It was reported that the ventricular assist device (vad) patient double disconnected the controller which resulted in a loss of power to the controller and a ventricular assist device (vad) stop. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #: 1420 / expiration date: 31-oct-2019 / serial #: (B)(6) d9: no h3: no h4: mfg date: 30-oct-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a controller power up event with an associated pump start event on (B)(6) 2024 at 23:34:54. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 96% relative state of charge (rsoc) and an adapter was connected to power port two (2). The data point recorded after the loss of power revealed that an adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 16 seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported loss of power event was confirmed. The reported vad stop event could not be confirmed; however, it is likely that the loss of power was perceived as the reported vad stop event. The most likely root cause of the loss of power event can be attributed to the double disconnection of power sources, as described in the event details. CAPA pr00551638 is investigating c ontroller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for correction to b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.